Event description:
Customer reported that the insulin pump's battery compartment was cracked. Customer also reported that the insulin pump's backlight was not functioning properly. Customer reported that the backlight button was changing the insulin pump's modes. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump was received with no back light due to faulty e.l panel on lcd. Unit had cracked battery tube threads, stripped battery cap (p) at coin slot area, cracked reservoir tube lip and cracked display window corner. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests.